Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an unknown infection at the midline incision site. It was noted that the lumbar midline incision was partially opened with visible scs lead. The patient underwent a revision procedure wherein the leads were explanted and the wound was washed out. Antibiotics were prescribed. No device malfunction was suspected and the patient was doing well postoperatively.